Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the guidewire became stuck in the distal portion of the lead. The lead was removed and a different lead implanted. No patient complications have been reported as a result of this event.